Event description:
While trying to cool the patient to normal temperature after her ivc filter had been placed, it was noticed that blood was backing up into the lines that were meant to only carry cooled ns into and out of the patient.